Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate or insufficient reprocessing or handling. It is recommended that the user facility review operating environments, reprocessing methods and the method of handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the olympus representative, the gastrointestinal videoscope had black powder (including water) exiting from the forceps channel due to insufficient or incorrect reprocessing. No patient harm reported.

Manufacturer narrative:
The device was evaluated, the reported issue was not confirmed. Water tightness was not maintained due to holes in the forceps channel due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. Liquid leakage was observed in the light guide bundle and operation part due to handling. The forceps could not be smoothly inserted into the forceps channel. The bending section cover was crushed due to an external factor. The insertion part cover was crushed due to an external factor. There were scratches on the insertion part cover and winkles in the insertion part due to external factors. There was dirt on the operation part and light guide connector that was difficult to remove due to handling (insufficient cleaning). The bending section cover adhesive was missing. The adhesive part of the objective lens and lighting lens had peeled off due to handling. There were scratches on the operation part, operation part cover, bending section cover, switch one (1), switch box, up/down/left/right knobs, up/down/right left angle fixing levers, grip, universal cord, and video cable due to external factors. The suction cylinder was scraped due to an external factor. The video connector and video connector case may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.